Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl, severe neck pain, dehydration, and vomiting. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined troubleshooting with tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Although requested, the customer declined to provide additional information regarding the issue.